Manufacturer narrative:
(B)(4). Supplemental MDR report: d11: the lot number 010000846 has been received for the following associated product: g7 neutral e1 liner 32mm b, catalog #: 010000846 lot # 010000846. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery. Surgeon informed that the patient has pain and according to his assumption g7 bispherical cup might be loose. Referring to last images received, there is free space between bone and cup.

Manufacturer narrative:
(B)(4). Product has been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A g7 bispherical shell and a g7 neutral e1 liner were revised after 5 years and 1 month due to pain and loosening. There was no evidence of bone attachment on the revised acetabular shell, and the provided radiograph showed a radiolucent line around the acetabular shell, which supports the reported loosening. The available relevant manufacturing history record indicate that the items were manufactured in accordance with the applicable specifications. A review of the complaint database over the last 3 years has found no similar complaints for the item 110017329. Contributing factors to the reported loosening may include sub-optimal surgical technique, trauma, malalignment, bone resorption or excessive activity. The relevance of these factors cannot be determined with the information available at the time of writing this report. IFU reference: the instructions for use of the g7 acetabular bispherical system and of the g7 neutral e1 liner have the following recommendations: warnings and precautions: -improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Inadequate preclosure cleaning (removal of surgical debris) can lead to excessive wear. -tapers must be dry. -prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component. -tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must properly fit into the host bone which necessitates precise operative technique and the use of specified instruments. Bone stock of adequate quality must be present and appraised at the time of surgery. -biomet joint replacement prostheses provide the surgeon with a means of reducing pain and restoring function for many patients. While these devices are generally successful in attaining these goals, they cannot be expected to withstand the activity levels and loads of normal, healthy bone and joint tissue. -patient smoking may result in delayed healing, non-healing and/or compromised stability in or around the placement site. Possible adverse effects: loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Risk assessment: -risk management report documents the estimated residual risk associated with the reported event. -failure analysis report concludes: a g7 bispherical shell and a g7 neutral e1 liner were revised after 5 years and 1 month due to pain and loosening. There was no evidence of bone attachment on the revised acetabular shell, and the provided radiograph showed a radiolucent line around the acetabular shell. -contributing factors to the reported loosening may include sub-optimal surgical technique, trauma, malalignment, bone resorption or excessive activity. -the relevance of these factors cannot be determined with the information available at the time of writing this report. -the reported event states revision due to loosening. This hazard (improper/inadequate fixation) has a maximum severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. -the reported event also states revision due to pain. These hazards (post-surgical trauma and postoperative pain) have a maximum severity of 4 which is described in the severity table as: s-4 results in permanent impairment of body function or permanent damage to a body structure / necessitates surgical intervention. -the outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being july 2020. Sales (july 2017 to july 2020) = 353 units. Complaints search was conducted for events occurring between july 2017 to july 2020 for item 110017329. -no other complaints were identified for this item number other than cmp-0613284. Therefore, the calculated occurrence rate is 1 in 353 -since the occurrence calculation is based on only 1 complaint, the current occurrence ratings in the risk management file are still relevant and have not been exceeded; as it is not possible to make a calculation based on one instance of a complaint. The failure mode will be monitored through zimmer biomet internal complaint and post market surveillance activities with further review of risk conducted through these processes. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the underwent an initial hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed due to pain and loosening on (B)(6)2020. Surgeon informed that the patient has pain and according to his assumption g7 bispherical cup might be loose. Referring to last images received, there is free space between bone and cup.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d10, g4, g7, h1, h2, h10. G3: report source, foreign - event occurred in switzerland. Additional information: d10: product has been returned to zimmer biomet UK. Correction: d11: lot number for associated device has been identified: g7 neutral e1 liner 32mm, item # (B)(6), lot # 3476121 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the underwent an initial hip arthroplasty on (B)(6)2015. Subsequently, a revision procedure was performed due to pain and loosening on (B)(6) 2020. Surgeon informed that the patient has pain and according to his assumption g7 bispherical cup might be loose. Referring to last images received, there is free space between bone and cup.

Manufacturer narrative:
(B)(4). Initial MDR report. Patient information is not allowed by country regulations. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. Concomitant medical products: medical product: g7 neutral e1 liner 32mm b, catalog #: 010000846, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision surgery. Surgeon informed that the patient has pain and according to his assumption g7 bispherical cup might be loose. Referring to last images received, there is free space between bone and cup.